Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a button error, stuck button alarm and blank display. The customer's blood glucose level was unknown. The customer performed troubleshooting for blank display and they stated that the display returned after restart. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.